Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause of the leak appeared to be manufacturing related due to the location and characteristics found at the leak site. One photograph and one 22g nexiva IV catheter were provided for investigation. The sample exhibited evidence of use. A semi-circumferential breach was observed in the extension tubing. It appeared that the tubing was pinched, which likely occurred during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: I can¿t remember if you¿re the appropriate person to reach out to. Xxx came to me today regarding an IV that was used today. They started the IV in preop and it was leaking from the j loop. I enclosed a photo of the packaging but it¿s hard to read so I¿ll type it here! Exp. 2027-08-31, lot 4242260, manufacture 2024-09-01. Not sure what the top number is but I¿ll include that too: (B)(4). 15 nov: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No ¿ but the patient required an additional IV start because the product was defective. Can you please provide an exact date of event in format dd-mmm-yyyy? 12-nov-2024. Total number of occurrences? 1.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.